Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged potential false negative results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: it was reported that the customer reports that after a service visit they are getting false negatives.

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated the bottles were showing negative prior to the protocol finishing no erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered that the year in the bios and windows was set to 2080. The fse fixed the time. However, the sesc was drifted to work group. The fse also replaced the hard drive (441732 - hard drive 500gb sata bfx spare) and (441735 - system controller module bfx spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaint for false negative issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was time offset issue, faulty hard drive and faulty system controller module. No new risks or hazards or changes to existing risks/hazards were identified for this failure mode. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged potential false negative results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: it was reported that the customer reports that after a service visit they are getting false negatives.